Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that the display screen had lines through the screen/was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings:testing confirmed the display has a persistent horizontal line through the lettering in the middle of the display screen. The cover was removed to investigate. The display screen has no visible damage. The display screen was re-seated and tested. The persistent horizontal line is still present. A test screen was inserted. The test screen functioned properly with no horizontal lines visible on the screen. A defective display flex was observed.